Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient went to the hospital for high blood glucose (bg), was treated and released. Mom states that child has been running erratic bgs, sometimes over 600 mg/dl. Patient runs high, then is bolused with the pump and drops low. Symptoms are polyuria, bed-wetting, headache, blurry vision, dizziness. This morning, his bg was 400 mg/dls, then at school was 50mg/dl, then over 600mg/dl and went to ER. They gave him insulin and he dropped to 40mg/dl when he got home at 2am, bg was 491mg/dl, then 218mg/dl, and currently 432mg/dl. Mom does not have pump in hand. Customer technical support (cts) explained that pump would need to be available for review and she agreed to call back. Cts recommended watching child carefully, and if he starts vomiting, take him to the ER. There is no indication of pump malfunction. This compliant is being reported due to the allegation that a patient on insulin pump therapy experienced hyperglycemia requiring medical intervention.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.